Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed eighteen (18) controller power up events logged between 23/feb/2021 and 11/mar/2021. Several momentary disconnections, including momentary disconnections involving both batteries were observed leading up to several losses of power. The controller was without power for an average of seventeen (17) seconds per loss of power. Review of the alarm log file did not reveal any power disconnect alarms. However, review of the data log files revealed multiple instances involving the batteries where the batteries' relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. The observed communication errors were likely related to the reported power disconnect alarms. As a result , the reported events were confirmed. A power source lubrication procedure had been performed on the associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on 22/jun/2018 and 14/nov/2018. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: bat751186 h3: yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: serial #: bat751187 h3: yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-mar-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited an unexpected power loss and sounded power disconnect alarms. It was also noted that two batteries exhibited communication errors. The controller and batteries remain in use. No patient complications have been reported as a result of this event.